Event description:
It was reported by the customer "the patient was placed in the groshong PICC catheter on april 24, and after connecting the decompression sleeve, the decompression sleeve was oozing when the tube was flushed and sealed, and a new set of catheter was opened and the decompression sleeve was replaced, so that the infusion could be carried out normally." No other information was provided.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.